Event description:
It was reported that a patient with this artificial urinary sphincter (aus) had weak urethral tissue which caused erosion of the cuff on the bulbous urethra. The entire device was removed and the patient was to heal. No additional patient complications were reported.